Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: "the safety shield is breaking off. The safety shield attachment on the bd eclipse is breaking off before activation. Customer couldn't close the cap which could have caused a needlestick."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. H3 other text : see h10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0248415, medical device expiration date: 2025-08-31, device manufacture date: 2020-09-04. Medical device lot #: 0288106, medical device expiration date: 2025-09-30, device manufacture date: 2020-10-14 . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer¿ eclipse" blood collection needle experienced safety shield failure. The following information was provided by the initial reporter. The customer stated:"the safety shield is breaking off. The safety shield attachment on the bd eclipse is breaking off before activation. Customer couldn't close the cap which could have caused a needlestick."